Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that remote monitoring displayed a high out of range impedance measurement. This information was provided to the physician and will be further monitored. The right ventricular lead is a non- boston scientific product. Reportedly, the impedance measurements of the competitor lead have been high prior to the implant of this device and it has been deemed non-device related. Normal lead follow up visits will be performed. No adverse patient effects were reported. Further out of range pace impedance measurements have been obtained. This system remains monitored remotely.

Manufacturer narrative:
The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that remote monitoring displayed a high out of range impedance measurement. This information was provided to the physician and will be further monitored. The right ventricular lead is a non- boston scientific product. Reportedly, the impedance measurements of the competitor lead have been high prior to the implant of this device and it has been deemed non-device related. Normal lead follow up visits will be performed. No adverse patient effects were reported. Further out of range pace impedance measurements have been obtained. This system remains monitored remotely. This device was received for analysis with no documentation. The local field representative contacted the hospital and learned that the chronic ra and rv leads had been explanted and replaced back on (B)(6) 2014, resolving the out-of-range impedance issues previously reported. It was noted in the patient's records that in (B)(6) 2017 they were discharged from belfast to freeman hospital, newcastle for review, and finally the patient was recorded as deceased on (B)(6) 2018.

Manufacturer narrative:
The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported high, out-of-range pacing impedance measurements that were observed clinically.

Event description:
Boston scientific received information that remote monitoring displayed a high out of range impedance measurement. This information was provided to the physician and will be further monitored. The right ventricular lead is a non- boston scientific product. Reportedly, the impedance measurements of the competitor lead have been high prior to the implant of this device and it has been deemed non-device related. Normal lead follow up visits will be performed. No adverse patient effects were reported. Further out of range pace impedance measurements have been obtained. This system remains monitored remotely. This device was received for analysis with no documentation. The local field representative contacted the hospital and learned that the chronic ra and rv leads had been explanted and replaced back on (B)(6) 2014, resolving the out-of-range impedance issues previously reported. It was noted in the patient's records that in (B)(6) 2017 they were discharged from belfast to freeman hospital, newcastle for review, and finally the patient was recorded as deceased on (B)(6) 2018.